Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unspecified hernia repair procedure on an unknown date and mesh was implanted. The patient experienced abdominal pain and hernia recurrence. No additional information will be provided.